Manufacturer narrative:
(B)(6). Investigation summary: no samples or photos were provided by the customer for investigation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle defect - other for lot #8228957 item #303345. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 bd interlink¿ blunt plastic cannula tips were found deformed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the cannula tip was deformed.".